Event description:
Rn tried to unscrew secondary tubing from primary flush set and the tip of the cap from the secondary set broke off in the primary set and the normal saline fluid in the bag started gushing out. Entire primary and secondary set detached from patient with no medications lost. Defective tubing placed in biohazard bag and given to clinical leader. Do not have original packaging for lot and/or serial number. No patient harm.what was the original intended procedure?removing secondary set from main set.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.